Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in hospital and experienced high blood glucose level of 620 mg/dl. The customer was trying to rewind insulin pump to put in a new battery on it and it did not let insert a new battery. The insulin pump will not be returned for analysis.